Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as seeds - however, it was not possible to determine when the seeds became clogged. Moreover, no physical damage of the device was confirmed where the seeds had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user can detect and prevent the suggested event by following instructions for use (IFU) below: detection method is described in the item of IFU below. Gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are described in the item of the IFU below: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Operation manual_ insertion_ air/water feeding and suction_ suction. Warning:avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope contained ¿a lot of seeds in the channel". The event occurred during a colonoscopy procedure. The procedure was completed with the same device and was prolonged by two minutes with no impact to the patient and no medical intervention.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the customer was able to resolve the issue at the point of reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.